Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a right ventricular (rv) lead perforation after they fell getting out of a chair. It was further reported that the patient felt a pain in their chest. It was also reported that the rv lead exhibited high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.